Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a buffer overflow error on the receiver occurred. No medical intervention was reported. Additional event or patient information is not available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.